Event description:
Event description guidant received information that a patient with this right ventricular (rv) defibrillation lead and implantable cardioverter defibrillator (ICD) demonstrated a pacing impedance measurement of >3000 ohms and a pacing threshold of >4 v @ 1.5 ms. It was reported that the patient suffers from cardiomegaly. This rv defibrillation lead and ICD were subsequently explanted/replaced. There were no reported allegations against the device's function or operation while implanted.